Event description:
It was reported the capture threshold had increased. The lead was repositioned with in-range thresholds upon completion. The patient was discharged and normal follow-up will continue.